Manufacturer narrative:
Concomitant medical products: egiauxl endogia ultra univ xl stapler, lot #: p2f0433; sigtrsb45axt 45mm xtr thk reinforced rel, lot #: n2f0369y; egiauxl endogia ultra univ xl stapler, lot #: p2f0433; egiauxl endogia ultra univ xl stapler, lot #: p2f0433; egiauxl endogia ultra univ xl stapler, lot #: p2f0433; egiauxl endogia ultra univ xl stapler, lot #: p2f0433; sigtrsb45axt 45mm xtr thk reinforced rel, lot #: n2f0369y; sigtrsb45axt 45mm xtr thk reinforced rel, lot #: n2f0369y. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic gastric sleeve procedure, the first black reinforced reload, the handle was difficult to close due to tissue thickness. The reload was clamped shut for a short period of time and then fired. The reload fired approximately 15 millimeters before the handle cracked and the surgeon was unable to continue firing. Excess buttress material and unclosed staplers were removed. The second black reload was fired to complete the first firing. The third black reinforced reload deployed approximately 15 millimeters before the handle cracked. The fourth reload fired approximately 15 millimeters before the handle cracked. The first purple reload was then fired. It was very difficult to advance the handle and the surgeon used two hands to squeeze the handle. The reload advanced very slowly. When the reload was removed it was observed that the tissue looked torn. It appeared that the 2 lateral rows of staples deployed but the medial row of staples did not deploy and the tissue was damaged. Prior to using any additional staples on the patient the handle and reload was tested on a medical sponge. The first handle and purple reload combination would not staple the sponge. The handle cracked before the staples or blade were deployed. Another handle and purple reload was opened and this stapled and cut the same sponge. The sponge was then doubled and another reload was used on the same handle. This time the reload deployed and cut correctly too. The handle used for this test was then used for the rest of the procedure. There were no further issues with the handle or reloads for the rest of the procedure the patient experienced temporary injury as a result. The surgical time was extended for more than 30 minutes. The initial issues with the black reloads was resolved by using compression and slowly stapling over section. The damaged staple line was fix by suturing.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the device had damage consistent with application over an obstruction, was found to be pre-fired and engaged in interlock, and had damage to the cutting edge of the knife blade. Evidence was observed indicating that the device was applied on over indicated tissue. Functionally, the reloads were loaded into a representative instrument. The interlocks were overridden, the reloads were cycled without hesitation or binding and were applied to test media. The test media was transected, and all remaining staples were placed. The reload interlocks were tested and found to function properly. It was reported that staples were missing from the staple line after firing. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.